Event description:
It was reported about two months ago the healthcare provider (hcp) ¿opened her up to make sure the pump and catheter were in the right location¿ and then closed the patient back up again, but did not look to see what was wrong. The pump was being used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).